Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger was not reliably charging unless the user manipulated the cable, while the pump operated normally; the user replaced the charging pad and later received a new charging kit, after which the pump continued in use. Symptoms included no adverse clinical effects, with blood glucose values reported at 110 and later 168. Outcomes included no alerts or alarms, no hospitalization, and continued therapy with available backup insulin supplies. Investigation included troubleshooting and user education regarding charging accessories, device shutdown procedures, data transfer expectations for replacements, and verification of shipping and return logistics. Investigation of this case revealed a charger and/or charging cable issue affecting power delivery rather than an internal pump malfunction, consistent with an external charging accessory problem. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.